Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Additionally, the customer stated that when they moved the data acquisition (da) cable, the unit would alarm. The customer reported there was no patient involvement.